Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
When in use, it was observed that the roller pump of a heart lung console was not rotating. There was no adverse consequence to the pt as a result of this event.